Event description:
It was reported that the customer had an issue with the piston getting jammed on the insulin pump. Customer stated that the piston makes a clicking sound, followed by a high pitched whine. Customer ran displacement test on pump and the pump alarmed no delivery. Insulin pump passed the displacement test on the second attempt. Customer was assisting with clearing the alarm and rewinding pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Pump passed functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No unexpected no delivery alarm noted during testing. Motor tested ok. However noisy motor was noted during testing due to faulty motor. Motor slide did not jam during testing. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.